Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was an area of in-stent restenosis located in the moderately tortuous and moderately calcified common iliac artery. An 8.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon second inflation at 10 atmospheres. It was said that the balloon may have hit the stent edge. The device was removed without any problem, and replaced it with an 8.0 x 40, 75cm mustang balloon, however, it was unable to cross the placed stent. The procedure was then completed with non-boston scientific device. No complications were reported, and the patient was in good condition after the procedure.